Event description:
During maintenance. Upstream occlusion problem (not passing testing and calibration). No information on parts changed (B)(6).

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log was not provided, therefore no review could be performed. The reported device was not returned to france for investigation as repairs were carried out locally by infusystem. The complaint reported that during maintenance, the pump had a upstream occlusion problem, and does not pass tests and calibration. The reported problem was verified and confirmed by infusystem. To solve this issue, a complete calibration was performed and no parts were needed to be replaced. Therefore, the pump passed all testing and rectification. Therefore, the reported issue could not be confirmed and the root cause is due to an overdue preventive maintenance. Note : to ensure the normal performance of the device, it is recommended that preventive maintenance is performed every 3 years by a qualified technician. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.